Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site used em, intermittently the system stopped. There was no patient involved.